Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced an unspecified issue with the co2 that required replacement. No patient involvement.